Manufacturer narrative:
Reporting institution phone number: (B)(6). Reporter phone number: (B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported that a "speaker malfunction" inop was displayed on the intellivue mx550 patient monitor and no sound was coming from the device. The device was in use at the time of the reported issue. No death or patient / user injury or harm was reported.

Event description:
It was reported that a "speaker malfunction" inop was displayed on the intellivue mx550 patient monitor and no sound was coming from the device. The device was in use at the time of the reported issue. No death or patient / user injury or harm was reported. A philips field service engineer (fse) went onsite to evaluate the device in question. The fse confirmed the reported issue and determined that a faulty main board was the cause. The fse replaced the main board and the device returned to full functionality. The device failed to work as intended. The reported issue was caused by a malfunction of the device and was resolved by the replacement of the main board. The device remains at the customer site.